Manufacturer narrative:
Taper ii. Allergan has received the product however the device has not been identified nor has the analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Vomiting is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of leakages as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing". Device labeling addresses the reported events of vomit as follows: "nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended".

Event description:
Healthcare professional reported the lap-band port "broke" first noticed when the pt reported "no restriction and an episode of vomiting". The lap-band port was removed and replaced.